Event description:
Intermittent catheter patient (user) reported a few catheter units stuck in her urethra and she had a difficult time removing them. She reported one caused bleeding after removal, resulting in a urinary tract infection (uti). Her doctor prescribed a 5 day course of antibiotics and the patient has recovered. No specific defect with the catheters was reported.